Manufacturer narrative:
The returned product was evaluated and the investigation found a hole in the exposed portion of the soft cannula. It is unclear when the hole formed, or if it contributed to the reported event. A root cause for the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 145185caw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
(B)(6). The pod was worn between 24 and 36 hours on the abdomen. There was wetness and insulin noted at the adhesive pad. Hyperglycemia treated by patient activating new pod.